Manufacturer narrative:
Concomitant medical products: 4592 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6)2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventricular oversensing and noise were observed during a surgical procedure. It was suspected that this was due to the cardiac resynchronization therapy defibrillator (crt-d) exhibiting electromagnetic interference (emi) oversensing during the procedure. The crt-d remains in use. No patient complications have been reported as a result of this event.